Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval yes. D10 returned to manufacturer on: 2020-07-29. H6. Investigation summary: customer returned one (1) used 30gx8mm, 0.5ml bd safetyglide insulin syringe from an open blister package from lot 9169509. Consumer reported syringe scale blurred. The returned syringe was examined, and it was observed that the scale was light/illegible. A review of the device history record was completed for batch# 9169509. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: printer machine failures for broken barrel and light print. H3 other text : see h10.

Event description:
It was reported that the scale on the bd safetyglide¿ insulin syringe with needle was blurred before use. The following information was provided by the initial reporter: "syringe scale blurred."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale on the bd safetyglide¿ insulin syringe with needle was blurred before use. The following information was provided by the initial reporter: "syringe scale blurred"